Event description:
Reporter noted occlusion, not enough vacuum error message at beginning of phaco. Posterior capsule tear occurred and a partial vitrectomy was done. Case was completed and iol implanted. Cancelled subsequent cases. Pt reportedly doing fine now.